Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verio iq meter was producing inaccurately erratic results. The complaint was classified based on customer service representative (csr) documentation. The patient advised the csr that on unspecified date in (B)(6) 2018, she obtained inaccurately erratic results of ¿30 and 25 mg/dl¿ on the lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. The patient stated that she manages her diabetes with self-adjusted insulin doses and that she did not take any action in response to the alleged inaccurate readings. The patient informed the csr that she experienced symptoms of ¿shaking, sweating, dizziness and feeling cold¿ about an hour and a half after she had eaten her afternoon meal. She explained that her symptoms were treated by a non-healthcare professional with food and drink. At the time of troubleshooting, the csr confirmed that the correct unit of measure was set correctly at the time of testing and the results were from the same approved sample site. The csr also noted that the patient had followed the correct testing steps. The csr confirmed that the test strips had been stored correctly and the test strip vial was not broken or cracked. The csr was unable to perform a control solution test as the patient did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and symptoms suggestive of a serious injury adverse event while using the subject meter. Additionally, the calculated difference between the reported results falls outside lfs¿ precision criteria and the alleged inaccuracy was not resolved during troubleshooting.